Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record has been completed. The device history record (DHR) for code 28802 with lot number am3247431 was reviewed, with no similar observations noted by the quality auditor. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating that the employee went to the emergency room with an anaphylactic reaction. Her throat closed and she had trouble breathing. She required treatment and medical intervention but is doing ok now.

Manufacturer narrative:
The actual complaint product was not returned for evaluation but review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.